Event description:
While inserting the mesh the gray seal dislodges into the cavity. Surgeon had to go into the abdomen and remove with graspers. No injury. Procedure type: hernia repair. According to the reporter: the device's grey seal fell into the pt's cavity while inserting the mesh. The surgeon retrieved the seal with graspers. No pt injury was reported.